Event description:
It was reported with the use of the bd ultra-fine¿ insulin syringe there was an issue with stopper damage. There was no report of injury or further medical intervention.

Manufacturer narrative:
Due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacture: no. Investigation summary: customer returned (1) 1cc, 8mm, 30g syringe in an open poly bag from lot # 6355892. Customer states that the stopper is damaged and melted. The returned syringe was examined and exhibited a deformed stopper in the barrel. Sample was forwarded to manufacturing (holdrege) on 07sep2018 for further review. On 11sep2018, holdrege received one (1) 1ml, 8mm, 30g syringe in an opened polybag from batch # 6355892. All samples are decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. The returned sample was visually inspected and a gross deformation of the stopper, as observed within the assembled return sample, was noted. The device was then evaluated by attempting to perform cycle testing*; cycle testing is the exercising of the plunger rod/stopper within the syringe barrel. A the conclusion of this testing, a notable increase in force required to move the plunger rod was noted, however, this finding does not appear to be related to insufficient lubrication within the syringe barrel at this time. Additionally, the plunger rod/stopper were disassembled from the remainder of the syringe and the stopper was noted to retain the deformed/damaged configuration which was previously noted during initial visual inspection of the returned sample. Potential root causes include, but are not limited to: misalignment during the assembly of the stopper onto the plunger rod; misalignment during the assembly of the plunger rod/stopper within the syringe barrel; and/or a supplier related molding defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. As the device was previously manipulated by the complainant, routine functional testing, such as break out & sustaining was unable to be performed with any confidence. A review of the device history record was completed for batch# 6355892. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200679274] noted for unseated stopper. There was one (1) notification [200679230] noted for smeared stopper. There were four (4) notifications [200679202, 200678871, 200679203, 200678871] noted that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for stopper damaged on lot # 6355892. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. CAPA (B)(4) has been opened for this issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd ultra-fine¿ insulin syringe there was an issue with stopper damage. There was no report of injury or further medical intervention.